Event description:
It was reported that the right ventricular lead was revised due to poor sensing and twave oversensing. During the revision, a stylet could not be advanced beyond about 2cm. The helix could not be retracted. The lead was explanted and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4): the full lead was returned, analyzed and the stylet and extending and retracting of the helix fails because of the distal coil distortion within the connector. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the distal conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay as well as cosmetic environmental stress cracking,the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.